Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient had skin irritation with the 63b electrodes. The patient stated that the irritation is not bad and if it happens, she pauses for a couple days and then continues treating as she is committed to finishing her treatment regardless of any irritation. Customer service called the patient and found that the patient has very sensitive skin. The 63b electrodes are not as bad as the 72r electrodes. The patient has been moving and changing the electrodes daily. The patient does not currently have a reaction but every time the reaction occurs, she blisters and sometimes has open wounds. The patient is not using cover patches. Customer service advised the patient to change and rotate her electrodes twice daily.

Event description:
It was reported that the patient had skin irritation with the 63b electrodes. The patient stated that the irritation is not bad and if it happens, she pauses for a couple days and then continues treating as she is committed to finishing her treatment regardless of any irritation. Customer service called the patient and found that the patient has very sensitive skin. The 63b electrodes are not as bad as the 72r electrodes. The patient has been moving and changing the electrodes daily. The patient does not currently have a reaction but every time the reaction occurs, she blisters and sometimes has open wounds. The patient is not using cover patches. Customer service advised the patient to change and rotate her electrodes twice daily.

Manufacturer narrative:
Corrected information - a: dob, d1: brand name, d2: common device name, d4: model number, h5, g4: premarket identification additional information- b4: date of this report, d4: lot number, expiration date, g3: date received by manufacturer, h2, h4: device manufacture date, h6: method, results, conclusions this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.